Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation during service evaluation showed damages at the housing, a broken frontpanel, torn rubber bumper and dirt inside the housing. During a functional testing it was noticed that the displayboard presents with an intermittent failure resulting in a defective display. Furthermore, the motor on both inflow and outflow motor was found worn out and the unit is run with an old software. However, there was no issue observed with the pressure and therefore, the reported event cannot be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery there was a malfunction in the pump pressure: when it is set to 50, the pressure keeps increasing automatically and reaches 120 without stopping, even without pressing the lavage option. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.